Manufacturer narrative:
Device evaluation: the hawkone was inspected and noted the cutter retracted back into the cutter window. The coiled housing of the distal assembly was curved at an approximate 45 degree angle at the medial portion of the housing (photo 6-7)within the cutter window clear debris was observed. The debris was attempted to be removed using a tweezers, but could not be moved. It could not be determined if the material was biological or possible pet from within the lumen of the housing. The torque shaft was inspected and found the hydrophilic coating was dull at various locations and smudged, primary from the jog/bend of the torque shaft and continued proximally approximately 4.5cm. The cutter driver was powered on and activated. The thumbswitch was advanced and the cutter was able to complete a packing stroke (advanced 2.5 cm from the cutter window). After the cutter was pulled back into the cutter window, no traces of clear debris were observed. A visual inspection of the returned cutter driver found not damages or anomalies. While the cutter driver was powered on, the motor activated as intended with the thumb switch retracted. A spider fx capture wire from the lab was successfully loaded the gw lumen of the distal assembly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: no allegation reported against spider fx device. The thumbswitch was able to be turned off but with difficulty. It is reported the t humbswitch did not feel smooth and felt gritty. It has also been reported that after a few passes the physician had expected there to be more plaque present. The position of the cutter was unknown for removal of the device from the patient as concentration was placed on the thumbswitch not functioning. The device was removed from the patient safely however. On removal, it was noted that there was something caught in the cutter blade, which the physician removed with a tweezers. It is reported the fragment removed from the device did not look either biological or metallic (i.e. No wire shear). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to use a hawkone atherectomy device to treat a calcified left prox superficial femoral artery lesion with little tortuosity and moderate calcification with 75% stenosis in a patient. A spider guidewire was used, vessel was not pre-dilated but was post dilated. IFU (instruction for use) was followed during preparation, procedure, post-procedure. It was reported that the surgeon noticed the device would not feed onto spider wire ¿as per normal¿ and it felt ¿gritty¿. The device passed to leasing and minimal cutting was noted. Upon cleaning, the thumb slide would not retract, and it was decided to use a replacement. A second h1-lx and cutter driver was prepared as per IFU and performed perfectly. It was also reported that the cutter driver jammed and would not close. The cutter device was inspected with no issues noted and prepped as per IFU. No patient injury reported for this event